Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-19649. It was reported that the patient received multiple inappropriate shocks delivered by the implantable cardioverter defibrillator and right ventricular lead. The device and lead were explanted. Further information was requested but not received.

Manufacturer narrative:
Correction: h6 codes for type of investigation, investigation findings, and investigation findings. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that right ventricular lead fracture led to multiple episodes of inappropriate shock. Further information was requested but not received.